Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937a x 2, implantable defibrillation leads, (B)(6) 2010; 6984m x 2, adaptors, (B)(6) 2010; 4968, implantable pacing lead, (B)(6) 2007; hm342r31h, tissue valve, (B)(6) 1993; 5071, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks after the right ventricular lead detected noise. The sensing was increased after the last shock and there have been no further shocks reported. The lead is still in use. No further patient complications have been reported as a result of this event.